Event description:
It was reported that the customer had high blood glucose levels of 149 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to disconnect at the quick release for the infusion set of the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised to examine the cannula of the infusion set. The customer reported that the cannula was not bent. The customer was advised that the infusion site may have been occluded. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).